Manufacturer narrative:
The reported complaint of user advisory - ua27 (encoder fault) error message on the autopulse platform (sn (B)(4)) was confirmed during archive data review but not during power on, instead ua07 (discrepancy between load1 and load2 too large) displayed on the screen. No physical damage observed on the ap platform during visual inspection. During archive data review, two ua27 error codes were identified on (B)(6) 2018. Based on the archive, the ap platform was restarted by the user to clear the ua27. Although ua27 was not replicated during functional test, the process distribution board (pbd) was replaced to help prevent ua27 from re-occurring. Unable to perform functional testing on the platform due to ua07 displayed upon powered on. Defective load cell modules were found and to remedy ua07, the load cells were replaced. The autopulse was re-evaluated but during the run_in test, simultaneously ua17 (max motor on time exceeded during active operation) and ua02 (compression tracking error) displayed on the screen. To remedy both issues, the defective drive train motor was replaced. All three user advisories observed during functional test were not related to the reported complaint. The autopulse was retested and passed all required specifications. The platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(4)) displayed user advisory - ua27 (encoder fault (>3000 rpm)) error message upon powering on. The users were unable to clear the advisory. No patient involvement.